Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited low impedance. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported event of low impedance for all leads post shock was confirmed. Final analysis of the information provided found the daily impedance measurements were 0 ohms after the shock. The root cause was unable to be determined, but it was suspected to be due to a hardware impedance measurement block. No further anomalies were detected.